Manufacturer narrative:
D10 concomitant product: sep6015, pencil sep6015 rkr sw telescoping (lot#2212170x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the pencil activated without pushing the button. The surgeon stated that the pencil activated ¿on its own¿. The activation button or switch did not stick in the "on" position. This caused small electrosurgical burn near operative site and the degree of burn was 1st degree on the patient. There was no treatment needed to the burn. The generator and the pencil were both replaced to avoid further issues and to complete the procedure.